Event description:
It was reported that during a coronary artery treatment procedure there was balloon withdrawal resistance. The 2.25x16mm de novo lesion with greater than 70% stenosis was located in the moderate/severely calcified posterior descendind artery with moderate/severe tortuosity. The physician deployed a 2.25x16mm ion stent. It was noted that the balloon was having difficulty coming out after deployement. The physician inflated the balloon again and then deflated it and was able to remove the balloon from the patient intact. The physician post dilated the lesion with a different balloon. There were no patient complications were reported and the patient condition is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. Batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).